Event description:
It was reported that during a procedure, a cracking sound was heard and the fiber split. The same issue occurred with a second and third fiber. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
This report is for the same event as report 2124215-2025-11825. This report is for the same event as report 2124215-2025-11829. B.1 adverse event/product problem: correction.

Manufacturer narrative:
This report is for the same event as report 2124215-2025-11825. This report is for the same event as report 2124215-2025-11829.

Event description:
It was reported that during a procedure, a cracking sound was heard and the fiber split. The same issue occurred with a second and third fiber. The procedure was completed using another fiber without patient complications. This report is for the first fiber.